Event description:
Revision surgery because metal ions high and pt experiencing pain. Implantation time period unk.

Manufacturer narrative:
Requested explant, clinical data and x-rays, not yet rec'd.